Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient experienced discomfort at the ipg site due to the placement of the device. Subsequently, the patient underwent surgical intervention on (B)(6) 2014, where the ipg was explanted and replaced with a new model. The reported issue is now resolved.